Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a system infection. Surgical intervention was performed and the s-ICD was explanted and re-sterilized with the intent of re-implanting it in the patient once their infection subsides. The status of the s-ICD is not known as this time and no additional adverse patient effects were reported.